Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that the proximal portion of the catheter detached from the shaft of the catheter. The physician used a small scissors to cut the catheter out. This product was used as is. There was no adverse patient effects reported.